Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that until (B)(6) 2013, the patient had good access to sound and was developing well. There is no history of trauma.